Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection, pain, leg length discrepancy, and loosening. All components were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 12 states, "valgus-varus deformity." Number 15 states, "postoperative pain." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2015-03425 / 03429).

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection, pain, leg length discrepancy, and loosening. All components were removed and replaced with competitor products. Additional information received in operative report noted during the procedure: no infection present; no polys; mild, chronic inflammation; clear fluid; synovial thickening; no purulence; femoral and patellar components were well fixed and well positioned; tibial component in a varus position with minimal bony ingrowth; tibial implant uncemented.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Number 7 states, "undesirable shortening of limb." Number 15 states, "postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2015-03425 / 03429).